Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported on medwatch (B)(4) that the patient underwent a surgical procedure with a finger joint. Under peripheral nerve block,with no peri-op complications. At post-op visit 11 days post-op the middle/ring/small fingers had about 20 degrees of fluid mp motion; index finger mp joint had no active motion. Wounds were clean, dry and well healed w/ sutures intact. No sign of infection. Radiographs of the left hand revealed the middle/ring/small mp implants well seated but the index mp implant was folded over within the reamed canal distally. Closer inspection of the radiographs demonstrated that the tip of the implant distal stem had folded on itself and was blocking the normal pistoning action of the implant within the proximal phalanx. This created a rotational movement on the implant itself which rotated 90 degrees. This was incompatible with motion, although the position of the finger looked anatomic. The patient was indicated for revision arthroplasty and implant removal.the patient's sutures were removed using sterile technique. Benzoin and steri-strips applied over middle/ring/small; wound over index left exposed to allow for easy cleansing. Dr. (B)(6) advised the patient that the index mp implant is not well seated and revision surgery is necessary of the index finger only. 3 days later the patient underwent revision arthroplasty metacarpophalangeal joint left index finger, under peripheral nerve block, without complication. Intraoperatively, it was noted the tendons were well centralized and the capsule had already formed and healed in excellent position and alignment. The collateral ligament was sound. The implant itself, however, was rotated 90 degrees and its tip was flexed on itself and deformed. With the new implant in position there was excellent position and alignment. There was full implant seating and no rotational moment. All operative deep wound, anaerobic & aerobic, and fungal cultures were negative for growth.